Event description:
The pump was returned for an unrelated issue. During evaluation, the keypad buttons were found to be intermittently responding to button presses. This report is made based on the results of evaluation.

Manufacturer narrative:
(B)(6). The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.